Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt the device was intermittently unable to obtain an ECG signal via electrode pads. The complainant alleged the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician obtained another device to continue treating the pt however the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.